Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. Customer¿s blood glucose level was 109 mg/dl. Customer stated that the insulin continues to drip after motor stops during the manual prime process and they are stuck in rewind complete or bolus delivery loop. Customer was advised the insulin pump will need to be replaced and to revert to back up plan. Customer troubleshooting was performed. The insulin pump will be returned for analysis.